Manufacturer narrative:
Field service engineer (fse) troubleshot customers report of blank monitors and found the power indicator led was green, which means the monitors were off. Fse turned monitors on and both were ok. Fse checked connections and voltage at power supply (12.66 vdc) and monitors were functioning normally. Fse in-serviced customer on monitors returned the unit to the customer for full services.

Event description:
Customer reports that during a procedure, both table monitors failed. The physician was able to complete the procedure by going out and looking at the control room monitor. No reported injury. No additional details are known.